Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using a bd vacutainer® flashback blood collection needle, foreign matter was found on the cannula. There was no report of adverse impact to patients or users.

Event description:
It was reported prior to using a bd vacutainer® flashback blood collection needle, foreign matter was found on the cannula. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval: yes. D10. Returned to manufacturer on: 15-aug-2024. H3. Device eval by manufacturer: yes. Investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.